Event description:
It was reported that externalized conductors were observed via review of x-rays. No electrical anomalies were noted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.7-11.6 cm from the electrode tip. Internal insulation abrasion was noted at 34.9-35.7 cm from the electrode tip. External insulation abrasion was noted at 12.3-12.4 cm from the electrode tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.